Event description:
It was reported that a minimum fill notification occurred while customer attempted to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area as instructed by technical support, reloaded same cartridge with usable insulin, and successfully loaded cartridge onto pump and resumed insulin delivery.